Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device was discarded and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. As reported, the physician thought that the septum associated with the aortic dissection may have contributed to the device migration. Therefore, the cause for the primary reported complaint can be attributed to the patient condition. This investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent treatment for an aortic dissection, during which a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the renal artery. On (B)(6) 2025, it was reported that the vbx device had dislodged from the renal artery and migrated to the common femoral artery. The device was successfully removed via open surgical extraction. No replacement vbx device was implanted. It was reported the vbx device was not overlapping another device at the time of initial placement. It is unknown whether a computed tomography angiography (cta) was performed or if the device was post-dilated. The device was deployed in the correct location. There were no confirmed instances of trauma or sudden movement. The aortic dissection was treated with a gore stent graft. The physician speculated that the septum associated with the aortic dissection may have contributed to the device dislodgement and migration. The patient is currently stable and recovering well.